Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicates that the patient was seen for a second revision procedure. The lead was removed via laser extraction and replaced. The lead was disposed of. There were no adverse patient effects reported.

Event description:
Boston scientific received information that the patient with this right atrial lead presented to the emergency room after not feeling well. The device was interrogated and the ra lead displayed no capture or sensing. Boston scientific technical services discussed that it was possible that the lead had dislodged since the patient recently underwent a pulse generator change out procedure. The patient was seen for a lead revision procedure. The lead was attempted to be repositioned without success. An attempt to extract the lead was made but it was determined that the lead would need to be extracted with a lazer. The patient will be seen at a later date for the lazer lead extraction. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.